Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) reported having a heart rate of 43 beats per minute (bpm), then 33 bpm the next day. They noted that they had been in bed during those times, and after getting out of bed their heart rate returned to 68 bpm. The patient questioned if any information was available via their latitude transmission. To date, there have been no reported adverse patient effects associated with this clinical observation. A technical services (ts) consultant explained to the patient that they could not view the latitude information, but recommended they contact their physician to discuss further. Ts also discussed that they did not have the information on how the device was programmed. At this time, no further information is available and attempts to obtain additional information have been unsuccessful. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Additional information was provided that the device was explanted approximately four years later due to normal battery depletion and was returned for evaluation.